Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface(tasp) confirmed that the post feature of the device has fractured off. The tasp also exhibits signs of repeated use. Both pieces were returned. This device had been in the field for approximately 2 years and 3 months, and was used an unknown number of times; therefore it was determined that the device was conforming when it left zimmer biomet control. The receiving inspection report was reviewed with no deviations or anomalies identified. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with with a previous investigation. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device was received but not yet evaluate.

Manufacturer narrative:
Since the lot number is unknown, the UDI is unknown. This report will be amended when our investigation is complete.

Event description:
It has been reported that the provisional fractured during sterilization.